Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. This model number is not approved for distribution in the united states, however, it is similar to a device marketed in the u.s. The event is being reported due to an alleged malfunction. (B)(4).

Manufacturer narrative:
Product event summary: the device was returned and analyzed. No anomalies were found. The returned device indicated a missing set screw.

Event description:
It was reported that during implant procedure of connecting the lead to the device the screw from the device came out with the screw driver and would not retighten. Therefore the device was removed and replaced with a new device. No patient complications have been reported as a result of this event.